Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was use error. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.

Event description:
The patient contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice during use. The patient was connected. The patient had disconnected at some point during the therapy, did not press stop, and then proceeded to reconnect. The baxter technical service representative (tsr) explained the importance of pressing stop before disconnecting. The tsr reviewed the proper procedures per the user manual with the patient. The patient would start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) regarding the reported se 2240. The rn stated they had just seen the patient that day and were not made aware of the alarm. The rn stated the patient was doing fine and continuing therapy on the cycler successfully. Baxter product surveillance informed the rn that during troubleshooting of the alarm it was found that the patient had disconnected without stopping the machine and proceeded to reconnect. Baxter product surveillance recommended a review of the proper procedures. There was no patient injury or medical intervention reported.